Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The 5vdc power supply was evaluated and voltage was adjusted to the optimal operating voltage. The high voltage (hv) cable connections to the x-ray tube were re-lubricated and reseated and the power control pcb was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.